Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter the needle went through the catheter while introducing the catheter. The following information was provided by the initial reporter. The customer stated: "the patient underwent a venipuncture. The tube of the venous indwelling needle was ruptured and the infusion site was swollen and painful to the patient." On 2022-03-15 additional information received: "before the puncture, the hcp use to loosen the occipital core up and down, which caused the occipital core to puncture the catheter tubing, so the infusion site was swollen. After communicating with the nurses about the puncture points, the hcp mastered the correct puncture technique.¿

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter the needle went through the catheter while introducing the catheter. The following information was provided by the initial reporter. The customer stated: "the patient underwent a venipuncture. The tube of the venous indwelling needle was ruptured and the infusion site was swollen and painful to the patient." 2022-03-15 additional information received: "before the puncture, the hcp use to loosen the occipital core up and down, which caused the occipital core to puncture the catheter tubing, so the infusion site was swollen. After communicating with the nurses about the puncture points, the hcp mastered the correct puncture technique.¿

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0168669. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.